Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 517 mg/dl and diabetic ketoacidosis. Customer indicated that the pump was worn in an xray machine. Troubleshooting found that the pump alarmed motor error and button error and that it did not alarm no delivery when it should have. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons were functioning properly. No damage in the keypad assembly was noted. No button error alarm during testing was noted. The pump was received with all operating currents within specification and passed all functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery or motor error alarms were noted. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector during our visual inspection and the motor passed the motor test. The insulin pump passed the displacement accuracy test.